Event description:
Reportedly, the patient received three shocks on (B)(6) 2019 at 00:07. The patient passed away most probably following heart failure on the same day. It was reported that the ventricular fibrillation episode on (B)(6) 2019 at 19:02 was recorded during the explantation procedure. Preliminary analysis did not revealed any anomaly with the subject ICD.

Event description:
Reportedly, the patient received three shocks on (B)(6) 2019 at 00:07. The patient passed away most probably following heart failure on the same day. It was reported that the ventricular fibrillation episode on (B)(6) 2019 at 19:02 was recorded during the explantation procedure. Preliminary analysis did not revealed any anomaly with the subject ICD.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20200217 - file-2019-04351 - analysis_and_closure_report_resp-2019-01814 .pdf].